Manufacturer narrative:
(B)(4). Concomitant medical products: shell porous without holes 54 mm o.d., pn 00620005421, ln 61840614. 36mm cocr mod hd -3mm, pn 11-363661, ln 422150. Echo por fmrl lat nc 8x120mm, pn 192108, ln 507060. Reporting source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to a worn hip approximately 5 years after the initial surgery. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised due to a worn and malpositioned hip, approximately 5 years after the initial surgery. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.